Event description:
According to the reporter: balloon dissector had been torn when surgeon was about to use the product. The surgical time was not extended by more than 30 minutes due to the product problem. There was no unanticipated tissue loss as a result of this problem, no tissue damage as a result of this problem, no blood loss of 500cc or more due to the product problem.

Manufacturer narrative:
(B)(4).